Manufacturer narrative:
Concomitant products: product ID: 8731sc, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 12-21-2015, the representative later clarified that there was no issue with the 8596sc revision kit. The physician thought that the problem came from deposits in the pump connector of the old catheter 8731sc. To change the connector, he decided to cut a piece of catheter 8731 and replace it with the 8596sc revision kit. When he cut the old 8731sc, he observed deposits inside the catheter on the entire length of the catheter. Fearing that the catheter was clogged elsewhere than in the connector, the physician preferred to replace the entire catheter. No portion of this "8696" will be returned as it was not involved. There were no patient symptoms related to the 8596sc kit. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6)-2015, the representative further provided that the indication for use of the implanted system was failed back surgery syndrome (fbss). It was clarified that this was normal battery depletion and that eri was approaching. Further, the catheter concerned for analysis was an 8731sc (serial number unknown). Reportedly, one could see the deposits inside this catheter. It was replaced with an 8781 ascenda (lot 0210120287) on (B)(6) 2015. After trying to solve the problem with a 8596sc revision kit. Additional information was requested to clarify the revision kit comment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis of the catheter revealed that under microscope inspection indents and circular coring were seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector leaking which was most likely due to the coring that was seen. Also, as received, dark foreign material was seen in the most proximal of the dispensing holes. When initially tested for patency, no occlusions were seen in either segment. After decontamination, the dark foreign material was no longer in the dispensing holes but the catheter was still discolored in this area. In conclusion, the sc connector of the returned catheter had coring/tears/cuts in the seal which met the leak criteria. It was possible that the foreign material, the dark residue occlusion, seen in the most proximal dispensing hole may be related to the customer¿s inability to aspirate the catheter. Please note the identified 8731sc catheter portion had the applicable 180 fdc and the unidentifiable catheter portion had the applicable fdc 114.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8731sc, lot # unknown, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care provider via a representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 3.6 mg/day via an implantable pump. The lot number, concomitant medications, medical history, and implant date were unobtainable. The indication for use was not provided. During a pump replacement, the physician saw deposit around the connector of the catheter and almost in the connector. He cleaned it as well as possible. In the evening, on (B)(6) 2015, the patient experienced withdrawal symptoms. Opacification was impossible as the catheter was clogged and the physician elected to replace the catheter. The catheter was replaced on (B)(6) 2015 and the physician observed deposits inside the entire length of the catheter. The reason for the pump replacement was reported as eri. The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. Additional information has been requested regarding indications for use , catheter troubleshooting, and eri declaration clarification but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.